Event description:
Healthcare professional (hcp) reports one incident of a cracked venous header on a ca 170 dialyzer. Hcp reports the dialyzer was reused 22 times prior to this report. Hcp reports estimated blood loss of 200cc. Hcp reports no medical intervention needed to preclude injury.